Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power alarms noted. Unit passed off no power test, self test, the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. We were unable to prime the insulin pump during prime test due to faulty force sensor resister, unable to complete functional test including occlusion test due to prime anomaly. No motor error alarm noted during testing. Motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump did not alarm with a no delivery message and the customer received a motor error during a high pressure test. The motor error reportedly occurred four times over the course of thirty days. The customer was reportedly able to rewind the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).